Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was constant red light flashing and he was stuck on the screen. The customer's blood glucose value was 83 mg/dl. Customer reported the time clock does not advance. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Insulin pump screen did not turn off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm frozen screen due to blank display. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.